Event description:
As reported, when attempting to open the outer packaging of this fogarty embolectomy catheter, it broke at a seam, rendering the catheter unsterile. Packaging damage was not visible beforehand. There was no allegation of patient injury.

Manufacturer narrative:
Updated section b5 as per further information received; packaging damage was not visible beforehand. Added information to section b5 (date of event) and h6 (type of investigation) updated section h6 (component code), h6 (investigation findings) and h6 (investigations conclusions). It was further informed that the device was not available for evaluation since it was discarded at hospital. Without return of the product, it is unable to perform a complete investigation of the reported event. It is not possible to determine what factors may have contributed to it, and therefore no actions could be planned. As part of the manufacturing process the units go through packaging inspection process. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully.

Manufacturer narrative:
Finally, the device was available and received received for evaluation. The report of outer packaging broken was confirmed. As received, the outer packaging was found broken at the seal seam. Cross surface of broken seal seam was jagged. The balloon was inflated with 0.6 ml air and 0.2 ml water as recommended in the product IFU. Balloon inflated clear, concentric and remained inflation for 5 minutes without leakage. No other visible damage or deterioration was found from the balloon latex and balloon windings. As part of the catheter packaging process, the order is packaged in the shipping containers. The shipping tube is inspected to make sure the catheter is inside, the cap, the IFU, plug, and the shrink are also visually inspected. For distribution purpose each shipping container is individually prepared, a broken container will be easily detected at the manufacturing site. The reported damage is potentially associated to the shipping/distribution process. Based on the available information there is no evidence that supports or confirms the failure mode is associated to a manufacturing or design defect.

Event description:
As reported, when attempting to open the outer packaging of this fogarty embolectomy catheter, it broke at a seam, rendering the catheter unsterile. No more information available. There was no allegation of patient injury.

Manufacturer narrative:
Follow up is ongoing to clarify whether the device is available for evaluation. An investigation has been initiated to consider any potential factors that may have contributed to this complaint. A supplemental report will be forthcoming with the evaluation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.